Event description:
It was reported that balloon rupture occurred. The patient was being treated for peripheral artery disease. The 70% stenosed target lesion was located in a mildly tortuous and moderately calcified artery. A 3.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured and would not hold pressure. The device was removed, and the procedure was completed with another coyote balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 18.8cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The patient was being treated for peripheral artery disease. The 70% stenosed target lesion was located in a mildly tortuous and moderately calcified artery. A 3.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured and would not hold pressure. The device was removed, and the procedure was completed with another coyote balloon catheter. No patient complications were reported.